Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported the patient needed to increase stimulation to 7ma to feel stimulation. The patient used to feel stimulation at 2.5-2.6ma. The rep initially said it started about 2 weeks ago, but later confirmed the issues started after a MRI. An impedance check showed around 2k ohms, but the rep didn't have previous history to compare to. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that there was a slight change made to the pulse width and the system was reprogrammed to cover more of the pain pattern. The issue was resolved and no further complications are anticipated.

Manufacturer narrative:
Analysis found no anomaly of the implantable neurostimulator. Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep) on (B)(6) 2018. It was reported that the device was no longer helping with the patient¿s pain and a MRI might have led or contributed to the issue. The rep tried to reprogram but was unsuccessful. In result, the entire system was replaced. The issue was noted to be resolved at the time of the report. There were no further complications reported or anticipated.